Manufacturer narrative:
Date of event: (B)(6) 2021 is the best estimate based on the information available. Initial reporter phone number: (B)(6). Initial reporter zip code: (B)(6). Per cidex® opa instructions for use (IFU): repeated contact may cause skin and respiratory sensitization. Avoid exposure to ortho-phthalaldehyde vapors, as they may be irritating to the respiratory tract and eyes. May aggravate a pre-existing asthma or bronchitis condition. Use cidex opa solution in a dedicated room with adequate ventilation and in closed containers with tight-fitting lids. Please reference local/state/country requirements for appropriate number of air exchanges per hour. If adequate ventilation is not provided by the existing air handling system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air. If using filtering face pieces, please ensure that they are capable of preventing inhalation of vapor. Do not use filtering face pieces that are only designed to prevent inhalation of particulates (e.g. Do not use n95 filtering face piece respirator). The hcw was retrained on proper use of cidex® opa as per the instructions for use. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer initially reported two health care workers (hcws) who were in contact with cidex® opa solution for two months experienced a trigger of ¿bronchial asthma¿ on (B)(6) 2022, with symptoms of cough, bronchospasms, and rhinitis. The reported durations for the symptoms were 12 months for hcw1 and 6 months for hcw2; however, the duration for each specific symptom was unknown. The initially reported event details suggested a pre-existing illness/health condition since the onset of the symptoms predated the exposure to cidex® opa. On (B)(6) 2022, additional event information was provided that hcw2 is a 29-year-old female who had pre-existing medical history of ¿allergic rhinitis¿ prior to working with cidex® opa. Her injury outcome was noted as ¿unresolved,¿ with respiratory problems; however, it was reported the condition has not caused permanent impairment, and she did not experience anaphylaxis. Hcw2 has been working with cidex® opa for two years since (B)(6) 2020, and the symptoms related to this event first began in ¿early 2021¿. The symptoms reported when in contact with cidex® opa included eye irritation that lasted the 12-hour work shift, difficulty breathing (duration and treatment unspecified), and nasal congestion, coughing, wheezing and bronchospasms that were treated with salbutamol. The customer reported additional details that the cidex® opa reprocessing room is small and not well ventilated, and there was no exhaust. It was reported that a non-asp detergent, ¿indazyme max 7 enzymatic detergent¿ manufactured by indalabor, was used to preclean devices in the same room. The devices involved in this event were olympus endoscopes, and the scopes were manually reprocessed with cidex® opa solution in trays with tight-fitting lids for 10 minutes and were sufficiently rinsed post processing. The hcw wore personal protective equipment (ppe), including apron, hat, gloves, goggles, and a mask with an activated carbon filter. She estimated the frequency of exposure to cidex® opa to be from 3 to 4 hours every other day. Lastly, it was reported she continues to experience symptoms when she works with cidex® opa, but symptoms resolve when she is away. The new clinical details confirmed hcw2 had a pre-existing condition of allergic rhinitis; however, medication was not prescribed for the respiratory reaction until after she had started working with cidex® opa. Based on the additional information, this event has been deemed a serious injury. This medwatch report captures the event for hcw2, refer to manufacturer report number 2084725-2022-00212 for hcw1.

Manufacturer narrative:
Correction: asp became aware of data omission error in the initial medwatch report. Block h6. Health effect - clinical code was updated to include dyspnea (1816). Asp investigation summary: ¿ batch record review could not be performed due to unknown lot number. ¿ trending analysis could be conducted due to unknown lot number. ¿ review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The involved cidex® opa was not available for product evaluation, and the supplier investigation could be completed due to unknown lot number. The most likely assignable cause for the adverse event may be attributed to use error in not following cidex® opa IFU regarding use in a well-ventilated area and wearing appropriate personal protective equipment (ppe) capable of preventing inhalation of vapor. Per the cidex opa IFU, ¿avoid exposure to ortho-phthalaldehyde vapors, as they may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), and/or sensitization/anaphylaxis in rare instances, rash, loss of smell, tingling of mouth or lips, dry mouth or headache. May aggravate a pre-existing asthma or bronchitis condition.¿ asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).